Event description:
This device was returned for preventive maintenance service. There was no complaint of a malfunction. While on the technician's bench, it was discovered that the audible alarm was not functioning.